Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for non-malignant pain reported they had to go to the hospital on (B)(6) because their blood pressure was way up and they got a shot of dilaudid. The emergency room told the consumer their blood pressure was up due to their pain not being under control and not getting comfortable. The consumer further reported their pain pattern changed on (B)(6) and it was kind of worse and started where she had a herniated disc and went behind the implantable neurostimulator (ins) battery and a little above that. Currently the consumer used stimulation at 9.0 volts and also took vicodin, but when the ins didn't work the consumer took vicodin and was also using a heating pad, but none of that was working and neither was stimulation so they needed to be reprogrammed. There were no traumas or falls reported related to this issue. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Event description:
Information received from a patient reported that their stimulation used to help with the pain in their legs but is now causing pain instead. It was reported that the pain is in both legs but the patient feels it more in the right side where they had the herniated disc. The patient stated that the needed a manufacturer representative to help with readjusting their stimulation. It was noted that the patient's issues started "sometime this year or last year." The patient has an appointment with their healthcare provider (hcp) and will follow up with them. Indication for use is non-malignant pain.